Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed swelling and pain in the injection area over a month and a half post-injection. The pt was treated with duricef, medrol dose pack, and hyaluronidase.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.